Manufacturer narrative:
H6: conclusion code updated to d11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97715, s/n (B)(6) was returned for product analysis. The implantable neurostimulator (ins) passed functional testing, there were insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The ins was explanted and they would like to return the product with this case number.

Manufacturer narrative:
Concomitant medical product: product ID: 97755; serial#: (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported he was trying to recharge his implant, and was getting no device found screen since two weeks ago. Patient stated he reposition the recharger antenna (rtm) and was still getting no device found. Patient reset the controller and screen 16 came up. The patient tap on recharge and screen continue to show no device found. No symptoms reported. A replacement rtm was sent to the patient. On 020-10-19 rtg0093449 (con), additional information received from the patient. He reported that he received a new rtm and he is still not able to charge his ins. Pss walked him through passive recharge mode and patient reached "unable to recharge" screen. Patient started passive recharge again and the still didn't start a charge session. Patient said that he hit the location of his ins last week and he hasn't had it checked since. Pss advised patient to follow up with his hcp/mdt rep to address ins not charging. Patient mentioned that if he turns his intensity up it feels like a shocking sensation, but he confirmed he isn't actually being shocked, it is just how he describes his stimulation. The rep called and stated that she met with patient, and they were doing the device restart mode for about 1hr and patient said he didn't want to do it any longer and left. Rep stated that hcp ofc is wondering why ins is not charging. The rep said she did the passive recharge for about 45 minutes but it still did not work. Rep said patient needed to go so she was unable to finish the passive recharge process. Rep said the ins seems tilted in the pocket. Rep also mentioned that the patient lost the intellis ac power supply. The rep met with patient on tuesday, did passive recharge mode. Patient reported fell on implant site at the beginning of october, and he had trouble recharging since. Ins felt like it's in a different location; rep said she can only feel the top edge of the implant. Technical services recommend disable and re-enable device. Rep said patient is not willing to troubleshoot and he even walked out of rep's appointment early, on tuesday; he stated he wanted the implant removed and replaced. Rep will try to connect with patient to troubleshoot further if she can.